Event description:
A customer reported that during a patient procedure, using a glidescope spectrum single-use lopro s3 laryngoscope, the screen turned black after the laryngoscope was inserted in the patient's airway. It was reported that the laryngoscope could not easily connect to the cable and when forced, the picture failed. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The reported glidescope spectrum single-use lopro s3 laryngoscope used during the procedure was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned device and was able to confirm the reported failure. Upon visual inspection, the retention pin on the laryngoscope's connector was found to be bent. Upon completion of verathon's device evaluation, the glidescope spectrum single-use lopro s3 laryngoscope was scrapped due to being a single-use device. Corrective action is not required at this time. Verathon will continue to monitor for trends.